Event description:
A nurse experienced a needle stick injury to the middle finger of left hand when tapping a filled sag 4838 sharps container to dislodge a vacutainer needle that was trapped in the inner flap. The needle allegedly flew out of the container and stuck her. The customer claims this is a bad product design and that the inner flaps are not necessary. He has removed the flaps from his other containers because he feels the flap prevents the needles from going down into the container. The nurse is being treated prophylactically with anti-hiv drugs. Including ddi and azt. They do not always use a horizontal drop to dispose of needles and syringes in the container.